Event description:
It was reported that the pump had been explanted due to a suspected infection. It was stated that the physician had left some of the catheter in place in the patient¿s back after being tied off. The catheter segment would be re-used by attaching a new section of catheter. Twelve days later, it was reported that the patient had presented with drainage. The location of the infection was unknown, but it resolved with use of intravenous antibiotics and a total device system explant. It was also noted that perioperative antibiotics had been administered. The device system was used to deliver gablofen.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).